Event description:
It was reported that, "patient called to report that she is experiencing some sort of allergic reaction, inflammation, swelling, pain, and now a lack of range of motion. She has a depuy sigma knee, and stryker simplex p bone cement was used. She has been tested for allergies to the metal components and bone cements in general and allergies to the metal were ruled out, but it is possible that she is allergic to something in the simplex. Her primary care physician has been supplied with a copy of the simplex p msds sheet so that she can be evaluated according to the materials in the simplex."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.